Event description:
It was reported that during an acl surgery the suture broke while tightening the loop. There was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
The complaint allegation was confirmed. One unpackaged ar-1588rt-2j serial/batch number (B)(6) was received for investigation. Visual evaluation revealed that the suture system was damaged or torn. No sharp edges were observed on the bottom. Frayed was observed on the suture. Functional testing was not performed as the loops were broken. The most likely cause for the reported failure is a user error. Per dfu-0147 at revision 2. G. Precautions. 1. Acl/pcl/ btb/rt/abs tightrope only: excessive force on the shortening suture strands may break the strands and impair ability to fully seat the implant. No additional force on the shortening suture strands is required when the graft/wedge construct reaches the desired position in the femoral socket and the graft stability is verified by pulling distally on the graft.